Event description:
The customer reported experiencing air bubbles or gaps in the system, specifically in the tandem mobi cartridge, which were observed during pumping. This issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer performed the necessary cartridge air removal steps and used room temperature insulin, but air bubbles were present until after priming with the fill tubing feature. Ultimately, large air bubbles were resolved, and the customer could resume insulin therapy.